Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and compromised force sensor system alarm during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and compromised force sensor system alarm. The customer's blood glucose was 309 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.